Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when admitting room 9, room 15 disappeared. The customer noted possibility of no arrhythmia detection. It is unclear if there was a patient incident related to this case, however, it will be considered a serious injury at this time.

Manufacturer narrative:
The customer software has been upgraded.

Event description:
The customer reported that when admitting room 9, room 15 disappeared. The customer noted possibility of no arrhythmia detection, however, per communications with the response center engineer (rce), there was no patient incident.